Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device after firing. The reporter was accidentally stuck but no medical attention required. No action taken or treatment given based on the lancet device issue. No adverse event reported. New lancet device with lancets sent and return requested.